Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 400 mg/dl at the time of incidence. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.